Event description:
The customer reported that there was a problem with the batteries and that the equipment "disconnects on its own." No pt injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.